Event description:
It was reported that the right atrial (ra) lead was surgically repositioned due to perforation which was confirmed through computed tomography (CT). This ra lead remains in service. No additional adverse patient effects were reported.